Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No delivery anomaly or bolus anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl or 440 mg/dl. Customer was treated with insulin shot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they does not allege pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.